Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
The customer reported that a plum a+ device was being used to deliver an infusion of 7500mg of methotrexate in 500ml through a peripheral line to a patient with lymphoblastic lymphoma stage iii. It was reported that the infusion was started at approximately 0930 in the ambulatory department. At 1030, when the patient entered surgery for a planned implantation of indwelling catheter, the staff noted there was less than 100 ml left of the infusion. The customer further reported that the expected remaining volume at the time the event was detected was approximately 450 ml. The device alarmed for a blockage and the infusion was programmed to deliver at 24 cc/hr. At 1230, after the procedure was finished. The patient was moved to recovery at 1410, and the infusion was noted to be complete. It was reported that the infusion completed in approximately 3-4 hours rather than the intended 23.5 hours. The customer further reported that the patient was transferred to the pediatric ICU for risk of methotrexate toxicity. It was reported that the patient received a 1000 cc bolus of crystalloid fluids with a continuous lavage of 3000 cc/m2/day. Calcium folinate and sodium bicarbonate were also administered, as well as renal function monitoring. It was reported that the creatinine levels increased and the patient has been in the ICU for 10 days resulting in a prolonged hospital stay as a result of the alleged event. The customer reported the level of methotrexate is above the target level, and the patient will continue on calcium folinate and bicarbonate in intravenous fluids.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device was tested using several protocols and scenarios, including one in piggy back mode and one in concurrent mode with no delivery issues noted. Additionally, a thorough review of the device history was performed which showed that the device was programmed to deliver at 160 ml/hr for a total volume of 1000 cc at 0741. At 0754 the device history shows the device was programmed to deliver 160 ml/hr for a total volume to be infused of 980.7 ml. Testing confirmed that with a rate of 160 ml/hr and the reported volume of the bag being 500 cc, the amount remaining at 0930 would be 260 cc. At about 1030, when the customer reported the infusion was revised, the volume remaining would be 100 cc and when the device was turned off at 1100 there would be about 20 cc of methotrexate left. Testing found the probable cause for the event was due to user error in programming of the device. Based on the data verified, hospira could not attribute the event to the device.

Event description:
The customer reported that a plum a+ device was being used to deliver an infusion of 7500mg of methotrexate in 500ml through a peripheral line to a patient with lymphoblastic lymphoma stage iii. It was reported that the infusion was started at approximately 0930 in the ambulatory department. At 1030, when the patient entered surgery for a planned implantation of indwelling catheter, the staff noted there was less than 100 ml left of the infusion. The customer further reported that the expected remaining volume at the time the event was detected was approximately 450 ml. The device alarmed for a blockage and the infusion was programmed to deliver at 24 cc/hr. At 1230, after the procedure was finished. The patient was moved to recovery at 1410, and the infusion was noted to be complete. It was reported that the infusion completed in approximately 3-4 hours rather than the intended 23.5 hours. The customer further reported that the patient was transferred to the pediatric ICU for risk of methotrexate toxicity. It was reported that the patient received a 1000 cc bolus of crystalloid fluids with a continuous lavage of 3000 cc/m2/day. Calcium folinate and sodium bicarbonate were also administered, as well as renal function monitoring. It was reported that the creatinine levels increased and the patient has been in the ICU for 10 days resulting in a prolonged hospital stay as a result of the alleged event. The customer reported the level of methotrexate is above the target level, and the patient will continue on calcium folinate and bicarbonate in intravenous fluids.